Event description:
Medtronic received info that this pt died 3 days after implant of this angioplasty device and concomitant cryoablation procedure. It was reported that the pt had trouble coming off bypass and they needed to use an intra-aortic balloon pump (iapb). The cause of death was reported as unk, and there were no performance issues with the devices. The physician, however, asked if the cryoprobe got too close to the coronaries, if damage could ensue. A request for the cause of death and autopsy info has been requested. Additional info expected.

Manufacturer narrative:
(B)(4): eval = lot number was not reported and no product has been returned for analysis. Results: lot number was not reported and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Further info has been requested. Should additional info be made available, a supplemental report will be filed. Conclusion: provided the limited info at this time, a cause for this event could not be determined.